Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system was used. The closure device was deployed, but needed to be fully recaptured. After the full recapture, it was noticed that the delivery system was kinked. The physician then used a 27mm watchman ® laa closure device & delivery system. The closure device was deployed, but it was not stable, so it was fully recaptured and removed from the patient. A 30mm watchman ® laa closure device & delivery system was then used. The closure device was deployed, but again it was not stable, so it was fully recaptured and removed from the patient. A 33mm watchman ® laa closure device & delivery system was then used. The closure device was deployed, but again it was not stable, so it was fully recaptured and removed from the patient. The procedure was not completed because a closure device was unable to be successfully implanted.